Manufacturer narrative:
Result - lift housing screws.

Event description:
It was reported by service report that the head end of the bed would not go all the way down. No pt involvement or adverse consequences are reported.